Manufacturer narrative:
Product complaint # (B)(4). Device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the lot number: trade name : irgacare®. Active ingredient(s) :triclosan. Dosage form :suture/solid/parenteral. Strength : 275 g/m. 11. Corrected data.

Event description:
It was reported that a patient underwent a circumcision procedure on (B)(6) 2022 and suture was used. During the procedure, it was reported that the problem of pulling off suture needle happened in the surgery. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/29/2022 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: we received the wrong product with reference to this complaint, the following product was received: - product code: vcp433h 1. Could you please clarify if wrong device belongs to this complaint? 2. If not, could you please clarify if the wrong received product belongs to a different complaint? If so, can you please provide the complaint number. 3. If the device was not reported before, please provide more details of device malfunction. 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. 5. If you have the correct complaint product in your possession, please forward the product to ethicon as soon as possible. If you have already sent the product to ethicon, please reply to (B)(6) with the ups, dhl or fedex tracker number. The product package was discarded by the hospital and the lead nurse said that the product code for this pc is vcp1433h. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m.

Manufacturer narrative:
Product complaint # ==> (B)(4) this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: the nurse may not be able to identify whether it is vcp433h or vcp1433h base on the actual sample. If the franchise identified the returned sample is vcp433h, please update the ip information. Investigation summary ==> according to the information received, the vcp433h sample, pull off suture needle. The product was returned to ethicon for evaluation. Visual inspection was conducted on the returned sample. Visual analysis of the returned sample determined that one vcp433h sample was returned with a suture and a winding former. However, the needle was not received for analysis. Visual inspection was conducted on the returned device. After investigation of the needle and the suture; upon visual analysis of the returned sample revealed that clip off defect was observed in the sample. The extreme suture was noted to be severely cut. As per returned conditions of the sample no functional test was performed. This defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking. Based on the information currently available, the clip-off was identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Corrected information: d1, d4, g4, h3, h6

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 9/12/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.